Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that yesterday went to charge implant and received service code 4101. When asked, patient said that usually recharges every sunday. Patient said that usually the implant battery is at 70% when they start the recharge session; however, yesterday they said that it showed 0%. The patient said that since the last time they recharged, switched from program 1 at 0.6 to program 2 at 0.6. When asked reason for change in programs, patient said that started peeing like it wasn't holding and experiencing urgency however said since switched programs hasn't noticed any improvement. When asked, patient said that noticed change in symptoms about two weeks ago. Patient stated no changes to regular diet/fluid intake or to any medications. Reviewed compatibility information. Patient said is scheduled for another treatment next week on tuesday. With instruction, patient started a recharge session however received open loop screen. Reviewed meaning of screen. Patient to maintain the connection for up to 30 minutes. When system transitions to closed loop recharging, patient to charge implant completely. It was recommended for patient to connect using the communicator after finishes recharging implant, to check the current setting. Reviewed general programming guidance. Patient to call back if needs further troubleshooting assistance. Additional information was received from a manufacturer representative (rep). They reported that patient had stemwave treatment and since then, ins doesn't seem to be working or holding a charge. Caller stated they met with patient and they weren't able to connect with clinician app due to ins being dead. Patient was adamant they charge every sunday and keep ins around 70%. Asked if patient had seen any error messages and caller stated no but they don't think they've been able to use patient app due to ins being dead. Caller was able to connect to ins with recharger and recharger app showed that ins was in the red with excellent connection. Asked if caller saw low/high numbers or "maintain position for 10 minutes" at the bottom of the screen and they responded no, but then later stated that the recharging screen reminded them of when someone hasn't charged in a while. Agent reviewed that it's possible that stemwave treatment may have damaged the ins but they would first like to confirm if it's in open loop charging and if so, get ins charging normally to get a better idea of the ins charging/discharging behavior. Caller stated patient seemed indifferent to having the ins replaced if needed - reviewed this would be up to patient/physician and ins could then be returned for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.